Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 18, 2017, it was reported that the patient was taken to the operating room for irrigation and debridement right hand and forearm and split thickness skin graft (stsg) from right thigh to rue. The surgeon attempted to harvest a stsg from the anterior thigh using an air dermatome set to 0.010 inch. However, during the initial attempt, the air dermatome malfunctioned causing the depth gate to open to 0.031 inches, resulting in a full thickness laceration (1 cm x 10 cm) across the lower anterior thigh. The injury was recognized immediately before a large section of the skin was injured. The air dermatome was removed and another air dermatome was used. The depth gauge was set to 0.010 inch and the surgeon was able to successfully harvest 300sq cm of stsg from the anterior thigh. The laceration across the right thigh was irrigated, sutured, topical epinephrine applied and dressed with kerlix and ace wrap. The customer did not return an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as a serial number or lot number was not provided by the customer. The repair history review was unable to be performed as a serial number was not provided by the customer. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the customer did not return the device for repair. The reported event was non-verifiable as no device was returned for evaluation or repair. The reported event was non-verifiable as no device was returned for evaluation or repair. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final/follow up report will be submitted.

Event description:
It was reported that during surgery surgeon attempted to harvest a split thickness skin graft from the anterior thigh using an air dermatome set to 0.010 inch. However, during the initial attempt, the air dermatome malfunctioned causing the depth gate to open to 0.031 inches. Resulting in a full thickness laceration (1cm x 10 cm) across the lower anterior thigh. The laceration across the right thigh was irrigated, sutured, topical epinephrine applied and dressed with kerlix and ace wrap. No additional consequence to patient reported.